Event description:
Customer had an on-going issue with low sodiums, after recalibration the sodium results were higher. The drop in sodium results occurred during the middle of the morning. Approximately 50 patient samples were affected. Customer held 50 patient results but there were additional results that were reported out because they were similar to the patient's previous results. She did not receive any calls regarding the reported results. Customer was only able to provide 5 examples, one result was discrepant: initial sodium result was 130, repeat gave 137 mmol/l. Sample was serum, centrifuged for 10 minutes. Electrode cartridge lot numbers were not provided. The field service representative found a possible obstruction in the sample probe to be the cause. He cleaned the sample probe and verified alignment of probe, sipper probe and ise probe. He observed analyzer operation while customer performed successful qc.